Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
A consumer reported they had leg pain that started on (B)(6) 2015. The patient's equipment quit working led to the patient's leg pain so the equipment was replaced. The patient's indication for use is spinal pain.